Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV tubing set tore during a maintenance fluid infusion. No patient harm reported.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of tear in the set was confirmed. Visual inspection showed that the vinyl tubing had a slice cut approximately 30 inches below the lower fitment, measuring 0.0505 inches long. Functional testing confirmed a leak from the slice cut. The cause of the leak was damage on the vinyl tubing. The cause of the damage is unknown.